Event description:
Procedure type: hip replacement. According to the reporter: the suture broke at the end of the operation, causing a massive hemorrhage. The surgeon re-sutured.

Manufacturer narrative:
(B)(4).